Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, right ventricular (rv) lead pacing impedance measurements were greater than 3,000 ohms with no capture at maximum outputs. No evidence of noise was observed in stored episodes and the patient with this device system displayed no symptoms and no inappropriate therapy received. A device and lead replacement procedure was likely to occur.

Event description:
Additional information was received that right ventricular (rv) lead pacing impedance measurements continued to measure greater than 3,000 ohms, with loss of capture (loc) at 7.5v at 2ms. A revision procedure was performed. When tested with the pacing system analyzer (psa), the rv lead pacing impedance measured 450 ohms, with a threshold measurement of 0.6v. The chronic device was explanted and replaced. The rv lead was connected to the newly implanted device and remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).